Event description:
It was reported during follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) that the patient was hospitalized for sudden onset mental confusion. The hospitalization was unrelated to a recent peritonitis event. During the hospitalization, the patient was found to have hypocalcemia. No lab values were provided. The pdrn stated the patient¿s labs prior to being admitted were within normal limits (no values provided). Neither the cause of the mental status nor the hypocalcemia was identified. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Mental confusion and disorientation is a sign associated with hypocalcemia. Hypocalcemia is common in renal failure due to the calcium being deposited onto bones and other tissues as a result of high phosphorous levels. Calcium and phosphorous keep each other in check.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported during follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) that the patient was hospitalized for sudden onset mental confusion. The hospitalization was unrelated to a recent peritonitis event. During the hospitalization, the patient was found to have hypocalcemia. No lab values were provided. The pdrn stated the patient¿s labs prior to being admitted were within normal limits (no values provided). Neither the cause of the mental status nor the hypocalcemia was identified. The patient was discharged on (B)(6) 2022.